Event description:
Transilluminator was used to visualize veins to start IV. Small blisters were noted on the pt's right ankle, right palm, and right wrist after the use of the device. Blisters are healing with no further medical intervention. New fiber optic cable was placed on the device 10/96.